Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported during fill 3/5 of pd treatment several "m31 air detected in cassette warning" alarms occurred. Several air bubbles were noted in the patient line. The patient cancelled treatment and when the patient removed the tubing set being used and there was fluid leaking inside the pump door. The patient reverted to manual exchanges to complete treatment and a replacement cycler was sent to the patient. Additional information was requested.

Manufacturer narrative:
As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.